Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red and itchy under the patch adhesive. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation. The outcome of the skin irritation is unknown.